Manufacturer narrative:
The reported events were dislodgment, failure to capture, r-wave amplitude, and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. The lead was returned with the helix retracted and clogged with blood. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported events of failure to capture and r-wave amplitude were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information was received that increased capture threshold resulting in loss of capture was observed on the rv lead.

Event description:
During a follow up, decreased sensing and increased capture threshold were observed on the right ventricular (rv) lead. X- ray imaging was performed and the rv lead was found dislodged. During the revision procedure, rotation issues were noted on the helix of the rv lead. The rv lead was explanted and replaced to resolve this event. The patient was stable.